Event description:
It was reported that on (B)(6) 2015 (date is approximate) a patient underwent a two level balloon kyphoplasty porcedure at l4 and l5. During the procedure, cement extravasated into the disc space after the surgeon penetrated into the adjacent disc space with a balloon. No patient complications were noted.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.